Event description:
The event is reported as: the balloon of the catheter is broken 24 hours after insertion. The balloon was filled with 15ml of fluid. No pt injury reported.

Manufacturer narrative:
Device available for evaluation: yes. Date returned - not documented. Evaluation: method - actual device involved in incident was evaluated. Balloon test performed. Result: when balloon is filled to over capacity it can burst. The test sample in which the balloon was filled to over capacity burst and that burst was similar to the balloon of the actual device sample. A curved cut is observed joining the glue and balloon. Conclusions: it is unlikely that the burst of the balloon was caused by a defect in mfg. A possible cause that could have affected the balloon would have been the application of a lubricant with a silicone base. This application of lubricant is contraindicated in the instructions for use.